Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Tandem technical support made multiple attempts to follow up for troubleshooting and more information, but was unable to reach the customer.